Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that host pc did not turn on. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely and confirmed that the host pc did not turn on. Upon troubleshooting, rse found host pc as defective. To resolve the issue, fse replaced host pc, reloaded software into the system and performed configuration. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.